Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and found no non-conformances. When the device was returned to mmdg for investigation, the pump did under infuse. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump was under infusing. The initial reporter stated that the complaint occurred during testing and did not have any effect on a patient. Complaint (B)(4).